Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited alarm. It was reported that the pump indicated 7.5 ml in reservoir and 94.55 ml given and finished about 2-3 hours ahead of schedule with cassette emptied. No medical intervention required, and no injury reported.